Manufacturer narrative:
Initial reporter addr 1 : (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the pump module had a patient side "occluded" alarm. It was noted that. There was no occlusion identified, the clinician was able to run tubing freely and flush central line without difficulty. The tubing was placed in another pump module without changing else and the medication ran the rest of the night without any other alarms. There was a patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a, b and g codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module had a patient side "occluded" alarm. It was noted that. There was no occlusion identified, the clinician was able to run tubing freely and flush central line without difficulty. The tubing was placed in another pump module without changing else and the medication ran the rest of the night without any other alarms. There was a patient involvement but no harm.